Event description:
Rptr noted vitrectomy cutters do not operate or they cut very badly. Follow-up noted that they changed probes and completed procedure. No injury occurred, but operating time increased. Physician feels this would contribute to a serious injury if it were to recur.